Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header/case noted no anomalies and seal ring marks in the lv port indicating proper insertion depth. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device memory indicated one out of range impedance measurement from over two years ago. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the left ventricular (lv) lead displayed impedance measurements greater than 2000 ohms. Six months earlier lead impedance measurements were 643 ohms. All other lead measurements appear to be within normal limits. The lead remained implanted and was carefully monitored. To date, no adverse patient effects were reported. Additional information was received 19 months later that a lead revision was performed for high impedance measurements and high threshold measurements. Upon checking the lead through the pacing system analyzer (psa), the lead performed normally. A loose connection was suspected between the lv lead and the device. The device was explanted and a new device was successfully implanted.